Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock and unspecified over sensing. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event unspecified over sensing was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient received multiple inappropriate shocks. Chest x-ray confirmed the right ventricular lead had dislodged into the atrium and was oversensing resulting in inappropriate shocks. The lead was explanted and replaced without any consequences. The patient was in stable condition.